Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc they found their instrument emitting smoke and had a burning smell. The customer replaced the heat torch in the instrument. The customer stated there was no problem with the cuvette formation and function and no problem with calibration. The cause of the burning smell and smoke, being emitted is due to the heat torch malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A burning smell and smoke was observed on a dimension xpand instrument. The customer also reported that they experienced a delay in reporting patient result(s). There are no known reports of patient intervention or adverse health consequences due to the burning smell, smoke or delay in reporting patient results.

Manufacturer narrative:
The initial MDR 2517506-2017-00019 was filed on january 05, 2017. Additional information (01/13/2017): the customer stated that 15 samples for biochemistry assay, 10 samples for blood sugar and 10 samples for (B)(6) concentrate were delayed. The customer stated that no stat samples were delayed.